Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged which resulted to high pacing threshold measurements. This rv lead was repositioned without difficulty and the r waves and pacing threshold measurements were within the normal limits. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.